Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 99.25ml from an expected volume of 100ml. Delivery accuracy for this device requires delivery of +/-5%. The pump history was downloaded at the service center. The customer did not provide programming parameters; therefore, the history cannot be utilized to evaluate the reported event. Review of the history indicates the device delivered as programmed. (B) (4).

Event description:
The customer contact reported the pt received more medication than intended. On (B) (6) 2010, at an unspecified time, the device was programmed by two nurses in the operating room to deliver fentanyl 2000mcg and ketamine 100mg/100ml, with a final concentration of fentanyl 20mcq/ml and ketamine 1mg/ml, for a duration of 24 hours. No specific programming parameters were provided. At 1657, the delivery was started. After an unspecified length of time the pt was transferred to the "ward." At that time the nurse reported, the pt had a glasgow coma scale of 9, "unrousable" and the device was "still delivering medication." The nurse reported that most of the bag had been delivered. At 2030, the nurse powered off the device and the pt was transferred to the "high dependency unit." No further medical interventions were required. The customer contact reported that the pt has fully recovered. Though requested, no add'l info was provided.